Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a single lumen umbilical vessel catheter (uvc). The customer reports that there was a leak just below the molded strain relief on the extension. Pvp and alcohol were used to clean the area and then the area was completely dried prior to insertion. The catheter was not difficult to handle during insertion and was secured by tegaderm on the stomach. The uvc was inserted on (B)(6) 2013 into the umbilicus and was used for periodic feed. A 5cc syringe was used to flush the line. The hub was not cleaned, it was taken out of the package and inserted into the pt. The leak was found upon insertion. The uvc was removed on (B)(6) 2013 and replaced with another uvc. The pt is currently doing well.

Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.